Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Three devices have same issue. Changed another one to continue the surgery, the same problem happened again. There will be 28 devices returned for analysis, including 4 actual products and 24 sterile products from the lot of 103uuu. The surgeon refused to use the remaining 24 sterile products from the lot of 103uuu and they will be returned for analysis. There is no report on patient's injury. No additional information could be provided. Additional information was requested.

Manufacturer narrative:
Product complaint:(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: after confirmation with the sales via phone on 21/may/2025, the return quantity for the impacted product with lot number 103uuu should be 2. The return quantity for the impacted product with lot number 104s2t should be 127. And a new ip needs to be added: product code:vcp493h , lot number: 103z90, quantity involved: 1, quantity to be returned:40 d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/3/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.